Event description:
While pt was undergoing a laparoscopic repair of left inguinal hernia, a structural balloon trocar and inflation bulb malfunctioned after insertion. Upon removal from pt, a small metal piece of trocar was found in pt's navel by the surgeon. No pt harm occurred.